Event description:
After venipuncture was performed, phlebotomist removed needle from patients arm, used left hand to apply pressure, and while holding the device in the right hand used her thumb to activate safety shield. While pressing up on the safety shield, the safety shield flew across the room. This left the bare needle exposed. She alerted another phlebotomist near the draw room, had the patient apply pressure while she carefully grabbed the safety shield, placed it on the counter and inserted the needle into the safety shield.